Manufacturer narrative:
Doi: https://doi.org/10.3390/jcm13092589 average age and gender provided medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: endurant stent graft for treatment of abdominal aortic aneurysm inside and outside of the instructions for use for the proximal neck: a 14-year, single-center experience the time frame of this study was over a 14-year follow-up period. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: endurant stent graft. Among patient adverse events included: vessel perforation, rupture graft thrombosis and reintervention. No further information was provided pertaining to medtronic products.